Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the straight suction being used could not be tracked by the navigation system. It was reported that the suction verified without issue. The navigation system was restarted, patient tracker adjusted and the instrument tracker was swapped without resolution. When the instrument was removed from the surgical field, the tip could be viewed by the navigation system. The site confirmed that the placement of the emitter was efficient. Due to the reported issue, the site elected to abort the procedure following an incision having been made. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
Additional information: on 12-oct-2017, medwatch (B)(4) was received from the FDA. In addition to the patient demographics listed above in block a, the following addition reported event details were obtained: delay to surgery was reported to be approximately an hour, and the patient was re-booked for another surgery a few weeks later.the software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The most likely cause was that the emitter placement was not optimal.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.